Manufacturer narrative:
Bayer product analysis received and examined one returned low pressure connector tubing (lpct) assembly from stellant CT disposable kit sss-ctp-spk, lot number 8518925. The particle was identified as degraded resin from the tubing extrusion process. The particle was partially connected to the inside wall of the tubing and measured approximately 3.0 mm in length and 1.5 mm in width. As the particle was partially embedded into the tubing wall, there is a potential that it could fragment while under pressures typically generated during an injection. Therefore, the potential of injection into a patient exists. Our investigation determined that the particulate noted in the lpct was introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the low pressure connector tubing (lpct). The customer elected not to use the tubing. No injury or adverse event was reported.